Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The issue was observed during preparation for use. The procedure was completed with a similar device and no reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed the image issue was unable to be reproduced. The device evaluation did find the following: the bending section cover rubber had a scratch, the adhesive on bending section cover rubber had a chip, due to wear of angle wire, bending angle in the up direction did not meet the standard value, and switch 3 had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in october 2022. Although a definitive root cause could not be confirmed since the loss of image was unable to be reproduced during evaluation, it was determined that the defects could have been caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The following information was stated in the instructions for use (IFU) which may help to prevent the issue. The operation manual describes how to inspect the event in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below: confirm that the white light imaging and narrow bend imaging endoscopic images are normal: before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.